Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when using the 25mm drill bit to prepare for a dome screw in the acetabulm, the distal tip of the drill bit broke off. There was no surgical delay.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A piece of the drill bit was not removable so the surgeon made the call to leave it in the patient.